Manufacturer narrative:
One device was returned for repair with complaint that device fails accuracy 8.8%. This device has not been in for service in the review period. Accuracy tests were performed and confirmed primary complaint. The cause is the expulsor is out of speculation. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device failed accuracy test 8.8%. The event occurred during testing. There was no physical damage reported. There was no patient involvement.